Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The power pcb board was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The pcba was returned to stryker for further evaluation. The reported issue could not be duplicated, the pcba board passed all functional tests. The cause of the reported issue could not be determined.